Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman laa closure device & delivery system (wds) were used. The 20mm device was not implanted as it did not meet compression release criteria. A 24mm device was implanted uneventfully. No effusion was noted before or after the case. Approximately two hours after the case, the patient was found to have an effusion. A pericardial drain removed 1400cc of fluid but the effusion would not stop. The patient was taken to the operating room where a hole in the left atrial roof was found and pressure was held. The patient has since recovered and been discharged. The transseptal puncture did jump across the aneurysmal septum during the case and is suspected to be the cause of the effusion.